Event description:
A 8mm x 40mm length medtronic flexible biliary stent was inserted into bilateral iliac arteries in 2001. The right iliac artery had a 60% stenosis and the left iliac artery had a 90% stenosis both with moderate calcification. Both iliac arteries were predilated with a 6mm angioplasty balloon prior to insertion of the stent delivery systems. It was reported that the physician was doing a bilateral iliac kissing balloon technique. Two indeflators were used. Each indeflator went up simultaneously and both balloons from the delivery systems ruptured at 4 and 5 atmospheres. The physician removed the stent balloon from the slightly apposed stents. The stents were re-crossed using another angioplasty balloon to finish the deployment process. The stents were post dilated at 8atm with an excellent outcome. Despite repeated attempts to obtain info regarding this event, there is no further info available from the user facility or the physician. Returned goods info reveals the stent delivery system is without the stent. No kinks or bends in catheter. Balloon appears to have been inflated. Footprints are present on the balloon. The final protective sheath/protective tip is present on the catheter. Large tear on distal side of balloon, consistent with moving the protective sheath distally and then trying to push final sheath back over stent/balloon. The final protective sheath may have contributed to the event but there is no conclusive evidence why the balloon ruptured.